Manufacturer narrative:
Although requested, patient demographics not provided by customer. Concomitant medical products: 500ml hospira bag ndc 0409-7651-13, lot: 92-906-fw, expiration date: 1 feb 2020, heparin sodium in 0.45% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 500ml bag of heparin infused unexpectedly within 2 hours however it was expected to infuse within 8-12 hours. An aptt was drawn and the results were high however the patient was reported to be stable. The patient was transferred to the ICU for observations. No reversal agent was needed based on the results from the aptt nor was the patient showing signs of a bleed. After 9 hours the aptt results were normal. The nurse reported the pump was programmed correctly. There was no lasting harm.

Manufacturer narrative:
Add concomitant from d.11: 500ml hospira bag, empty. Lot # 92-906-fw, exp. 01 feb 2020 heparin solution in 0.45% sodium chloride injection the customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin 25000unit in 500ml (drugid (B)(4)) at a rate of 19.1ml/hr with a vtbi of 450ml at 10:59 pm on 18 january 2019. Shortly after starting, the infusion was paused and then restarted 25 seconds later. At 12:44 am on 19 january 2019, the device alarmed for air in line and the user restarted the infusion. At 12:45 am, the device alarmed again for air in line. The device then alarmed for flo stop open for 2 seconds. The door was closed and the infusion was restarted. At 12:47 am, the device alarmed again for air in line and the user channeled the device off. The volume recorded as being infused during this period was 33.471ml. Functional testing performed found the pump module to be delivering fluid slightly out of specification on the low side when tested in the as received condition. After rate calibration was performed, the device was observed to be delivering fluid within specification the primary set (model 2420-0007) was tested; no leaks or anomalies were noted. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a 500ml bag of heparin infused unexpectedly within 2 hours however it was expected to infuse within 8-12 hours. An aptt was drawn and the results were high however the patient was reported to be stable. The patient was transferred to the ICU for observations. No reversal agent was needed based on the results from the aptt nor was the patient showing signs of a bleed. After 9 hours the aptt results were normal. The nurse reported the pump was programmed correctly. There was no lasting harm.